Event description:
Biased high qc results were obtained for troponin I after calibration of the loci tni reagent cartridge reagent rf621 with new lot 3dd007 of the dimension loci troponin I calibrator, item #kc621. Patient results were not reported after calibration with the new lot of calibrator. However, the customer proceeded to calibrate the troponin I reagent with dimension ctni calibrator item #rc421c. They did report patient sample results after calibration. This is a non-standard use. It is unknown if patient treatment was altered or prescribed due to results reported during non-standard use with the dimension ctni calibrator rc421c. There was no report of adverse health consequences as a result the non-standard use with the dimension ctni calibrator rc421c. Patient treatment was not altered or prescribed due to the biased high qc results obtained with the loci tni calibrator lot 3dd007. There was no report of adverse health consequences as a result of the biased high results with lot 3dd007.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the biased high qc results is a calibrator issue with tni calibrator lot 3dd007. The customer experienced biased high qc results with dimension loci tni calibrator kc621. The customer proceeded to use dimension ctni calibrator rc421c to bring the qc values down within laboratory range. This constitutes non-standard use by the customer. The dimension loci cardiac troponin I calibrator kc621 lot 3dd007 is under investigation by siemens healthcare diagnostics. There is no indication of malfunction of the dimension cardiac troponin I calibrator lot 3ad072 which was use in a non-standard practice by the customer. There is no indication of malfunction of the dimension loci flex reagent lots in use.

Manufacturer narrative:
Original MDR was filed 2013-08-28. Internal testing has confirmed customer complaints regarding an upward shift in qc and patient results following calibration with loci cardiac troponin I calibrator lot 3dd007. Based on internal investigation, siemens estimates that approximately 40% of the calibrator lot is affected. Internal testing on patient samples demonstrated an average upward shift of 24% (range 1% - 33%) when compared to an unaffected lot. Siemens healthcare diagnostics conducted a recall for loci cardiac troponin I calibrator (rc621) lot 3dd007 on dimension® exl¿ integrated chemistry systems. An urgent medical device recall communication 13-71 was issued in september 2013 to customers who had received the impacted lot.